Event description:
Please note: this report pertains to the first of two adverse events involving this product and pt. Refer to manufacturer report # 3005099803-2009-00129 for a description of the second event. It was reproted to boston scidentific corp in 2007, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2006. According to the complainant, after the procedure was successfully completed, the pt experienced exacerbation erectile dysfunction, the event termed moderate in intensity. The outcome is continuing, treatment was provided with the conmed cialis.

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.